Event description:
Occlusion balloon wire separated inside the patient during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and performed aspiration on the vessel. The physician deflation the occlusion balloon. The physician attempted to remove the occlusion balloon wire from the patient and the wire separated. The physician was able to remove the device without issue. The patient is reported to be fine."